Event description:
It was reported the patient presented for implant procedure. During surgery, the patient experienced atrial tachycardia that required two external defibrillation attempts which were unsuccessful. After fixating the leadless pacemaker (lp), the delivery catheter was unable to enter long tether mode due to suspected tether damage. The delivery catheter had difficulty redocking the lp and the lp prematurely separated from the delivery catheter. The lp exhibited a high capture threshold and remained implanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of when attempting to switch to long tether mode, the physician noted resistance in the handle, during re-docking for retrieval, difficulties were encountered, the device was unintentionally released and damage to the tether is suspected were confirmed. As received, a complete catheter was returned in one piece with the valve bypass tool positioned all the way distal covering the distal tip. Visual examination noted the tether control knob in aligned position, but the distal tethers were found misaligned. X-ray examination found both tethers fractured and buckled in the transition zone. Torque coil offset was noted, which is consistent with procedural damage. Dimensional analysis of the bullets and distal wires were measured within the product specification. The cause of the reported events was due to the fractured and buckled tethers in the transition zone.